Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens that after the intraocular lens was inserted, a scratch was noted on the lens. The lens was removed and replaced with a new lens. No patient harm reported. Additional information requested.